Event description:
A malfunction involving a quickie gt was reported to sunrise medical on (B)(6) 2014. The dealer was reported the right front caster and fork assembly had completely detached from the wheel chair. The dealer stated that he caster and fork assembly fell of the wheel chair sometime in (B)(6) of 2013 and that the end user for at least 5 weeks until he finally reported it to his dealer on (B)(6) 2014. There were no reports of any falls or injury by the dealer.

Manufacturer narrative:
It appears that the wheelchair an/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.